Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the flex cable. The flex able will be replaced to resolve the report. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient, the device displayed a "defib disabled" message and a "pace defib device failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.